Event description:
On (B)(6) 2015, the user in spain reported blood glucose results of ¿513 and 433 mg/dl¿ with the lifescan meter, performed within 20 minutes of each other and "463 and 279 mg/dl" performed within an unknown time of each other. Based on statistical methodology the calculated difference between the second comparison falls outside lfs' precision criteria, therefore this complaint is being reported. There was no injury or medical attention sought due to the issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.